Event description:
The customer reported a low readings issue with the adc freestyle libre sensor. The customer reported that on (B)(6) 2020, readings of 4.0 mmol/l, 2.9 mmol/l, and 'lo' (< 2.2 mmol/l) were obtained throughout the day, and therefore the customer did not treat with insulin. On (B)(6) 2020, the customer awoke "feeling badly" and subsequently lost consciousness. The customer's wife called paramedics, but was able to revive the customer before their arrival via unspecified method. A paramedic meter reading of 22.1 mmol/l was obtained as compared to a sensor scan of 'lo'. The customer was able to self-inject insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low readings issue with the adc freestyle libre sensor. The customer reported that on (B)(6) 2020, readings of 4.0 mmol/l, 2.9 mmol/l, and 'lo' (< 2.2 mmol/l) were obtained throughout the day, and therefore the customer did not treat with insulin. On (B)(6) 2020, the customer awoke "feeling badly" and subsequently lost consciousness. The customer's wife called paramedics, but was able to revive the customer before their arrival via unspecified method. A paramedic meter reading of 22.1 mmol/l was obtained as compared to a sensor scan of 'lo'. The customer was able to self-inject insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.